Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation by aesculap technical service indicates the root cause of the issue can not be determined. Review of complaint history for this item number from 08/30/2015 to 08/30/2017 indicates one other reported complaint on repair with similar defect; the result of that investigation determined the device had no indications of previous repair; complaint could not be confirmed. No corrective/preventive action is required; aesculap qa will continue to monitor for future occurrence.

Event description:
Country of complaint: USA. It was reported that the lids not adequately sealing, gasket not adhering to container, lid repaired at ats on 4/4/2017. Did not occur during surgery. No patient harm. Surgical delay of unknown duration reported. Jk486 - this lid was a replacement that was sent to us, but failed after only a couple of uses (delivery# - (B)(4) from 6/15/2017). Jk487 - this lid was previously repaired by aesculap - sometime in 2nd quarter this year. Jk786 - this lid seal is broken and there is no visible adhesive seen in the groove - not sure if this one had been previously repaired all med watch submissions related to this report are: 9610612-2017-00453, 9610612-2017-00452, 9610612-2017-00454.